Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical evaluation was conducted and the root cause of the left hip dislocation cannot be determined, due to insufficient supporting documentation. However the medical record indicates that the patient was educated on maintaining hip precautions; also in nov. 2018, the patient reports the hip is doing great. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for the event could include poor device alignment or selection. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a left hip dislocation with a subsequent closed reduction, performed under sedation.